Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a procedure there was an issue with the footswitch and the touchscreen. The commands were locking and there were difficulties with the touch screen. Surgery was completed using the same system and accessory with no impact to the pt.